Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information reviews. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.